Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up at the emergency room. There was no patient involvement.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 345 alarm was reproduced and verified through a review of the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.